Event description:
Event description guidant received information that the patient with this cardiac resynchronization defibrillator (crt-d) had the onset of a rapid heart rate, which the crt-d failed to treat leaving the patient with angina. The patient was externally converted at the hospital and then transported to a heart center for further evaluation. The event ocurred in november of 2004, but was not reported to guidant at that time.